Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and a fast heart rate. The implantable pulse generator (ipg) was pacing below the programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.